Event description:
Due to tmj and both pain, I was prescribed a hard mouth guard which I wore every night for 9 months. I visited the dentist many times during this time period for various procedures. I noticed after 3-4 months that my bottom front were sensitive and adjustments were made to the mouthguard. By april the following year, I developed an open bite. I was told to stop wearing it. It's been over 2 years and the open bite still exists. I've never had braces. At (B)(6) years old, I am told by an orthodontist that the molars have descended due to the mouthguard and I will need braces to correct this problem. FDA safety report ID# (B)(4).